Event description:
Procedure type: hemorrhoid. According to the reporter: staples did not form after firing and the staple line was incomplete. Mucosa had to be left open due to defect being too big and the tissue could not be approximated. Also, the surgeon did not suture to close. There was tissue damage, but no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).